Event description:
It was reported that high threshold levels were present on a patients right atrial (ra) lead. The thresholds were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 407452, lead; implant: (B)(6) 2014. (B)(4).